Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Based on the results of the investigation and the information provided, evaluation observed that due to clogging of suction tube in universal cord, foreign objects come out of suction port. Therefore, the cause of the material remaining in the device could not be determined. It is likely that the subject device was used to the patient with the foreign material attached. However, a definitive root cause cannot be determined. A review of the device history record and historical complaints analysis was conducted and found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects coming out of the suction port. There were no reports of patient involvement.